Event description:
Same case as: 2184052-2015-00027. It was reported that when the surgeon impacted the ardis, the ardis was fractured at connection part with the inserter. He completed the surgery with using another ardis.

Manufacturer narrative:
It is indicated that the device will not be returned for eval. Review of info provided concluded that there is no evidence of a prod defect. This is the final report that will be submitted associated with this incident and device. No add'l action is required.